Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. The emergency room notes indicated the cardiac arrest, the patient collapsing, and hematoma was due to complications from anesthesia and were not related to the use of the curonix device. Additionally, the patient has previously experienced complications from anesthesia. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device as the cardiac arrest and hematoma were due to complications from anesthesia (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient was implanted with two neurostimulators on (B)(6) 2025. Although the procedure went well, the patient reportedly "woke up wildly and tried to pull out their IV." The patient was brought to the post-op area in a lot of pain and therapy was off. Approximately two hours later, the patient's daughter reported the patient collapsed, their heart stopped, and they were transferred to the hospital. On (B)(6) 2025, the physician noted the patient had a large hematoma on their hip at the location of the implant which formed after the patient collapsed. Additional information was received on february 18, 2025. The patient was hospitalized for two weeks, surgery was performed to fix the hematoma, and the patient has been released back home.